Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported sudden stimulation in the ribs and belly. It was noted that the leads migrated down to t12 location, the leads were originally placed in thoracic area, specific location was unknown to the manufacturer representative (rep) at the time of the report. The component was not twisted or coiled. X-rays were taken and it confirmed the migration of the leads. The patient was referred to a surgeon, and the patient needed to decide if they would like these leads repositioned back into position, consider using a paddle lead or not doing additional surgery. The patient was seen in the clinic with the caller. The lead migration issue had not been resolved as of (B)(6) 2015 because they were awaiting confirmation from the neuro consult. Other relevant medical history includes non-malignant pain and peripheral neuropathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.